Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device pt pendant did not beep when the pendant button was pressed. At an unspecified time on (B)(6) 2014, during initial set up prior to pt use, it was reported the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. When the pt pendant button was pressed, the device did not beep of alarm and did not appear to deliver the expected dose of medication. The device was removed from clinical use and a replacement device was utilized to initiate the therapy. The pt did not experience any adverse pt event, delay of therapy, or require any medical interventions as a result of the event. During testing at the user facility it was noted in the device alarm history that the device had alarmed for pendant fault 0. The device did not pass the keypad test for the pendant in the biomedical mode. Further testing at the user facility found the device did not beep or alarm when the pendant button was pressed and the pendant connection in the back of the device was working only intermittently. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.